Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, when they tried to ligate the hepatic vein, the stapler was not able to fire. They used another reload to complete the case. There was no patient injury.